Event description:
The surgeon provided add'l info stating the pt's condition was considered severe was considered severe and requried a vitrous tap and antibiotics. The outcome of the event is not known at this time.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol) a pt developed endophthalmitis. The association between this event and the iol is not known. Add'l info has been requested.